Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). This complaint was received as follows: when we were separating the catheter, the balloon would not deflate. Ul-puncture of the balloon was necessary, before removal of the catheter could take place. Contact with customer: deflation of the balloon was not possible with a syringe in the inflation port. The application was done according to the local guidelines and sterile water was installed ((B)(4): in accordance with international hygiene guidelines). The catheter was in place for less than 48 hours and has not been clamped at any time. The catheter was removed by emptying the balloon via percutane ul-guided puncture. The pt has no short or long term side effects except from the uncomfortably regarding the procedure with the percutane ul-guided puncture.

Manufacturer narrative:
Based on available info, our medical determination is that a recurrence of this event could lead to a serious adverse event because medical intervention and sometimes surgical intervention is needed to remove the catheter in order to prevent serious injury. Reported to FDA on (B)(4) 2013.